Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following an atrial fibrillation and flutter procedure, a pericardial effusion occurred. Following the procedure, the patient had chest pain and became hypotensive. Echo revealed a small amount of blood following the procedure so the patient was monitored for any changes. The bleeding increased after several hours and a cardiac tamponade occurred due to a pericardial effusion. Open heart surgery was required to stabilize the patient. No perforation was observed in the left atrium. The physician alleged the tacticath had caused the effusion but there were no performance issues with any abbott device.